Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated by baxter onsite at the facility. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as a battery depleted alarm . The root cause was determined to be depleted main batteries. A baxter repair technician replaced the main batteries and harness. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 6.63.92, which is classified as remediated. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).